Event description:
It was reported that during testing, the cardiosave intra-aortic balloon pump (iabp) made a loud pitched noise and stopped working. There was no patient involvement, and no adverse event reported.

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) evaluated the iabp and found a loose/damaged coiled cable running to the base, unit was shutting down when the fse would wiggle on the cable connection. To fix the issue, the fse replaced the coiled cable and the head to base wiring run and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shutdown on its own with an accompanying high pitch noise. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.